Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(6) 2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2015. Patient's mother was advised to turn off the bluetooth for 10 seconds and then turn it back on, close out all background applications and reboot the smart device. At the time of contact, no injury or medical intervention was reported.